Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.

Event description:
The pharmacist at the clinic, reported the following event : "fracture of the total knee prosthesis when patient was at home. Pain further to the fracture and lateral dislocation of the patella. Revision to change the entire prosthesis for a fixed hinge prosthesis."

Manufacturer narrative:
The patient is (B)(6) centimeters in height. An event regarding crack/fracture involving a hmrs curved anch piece 16mm was reported. Conclusion: the reported event involves the fracture of a total knee prosthesis and pain further to the fracture and lateral dislocation of the patella. The patient was then revised to a fixed hinge prosthesis. Review of the returned devices shows that only the bumper and the tibial rotating component were the devices that fractured. Based on the provided information, there is no indication that the product reported in this investigation contributed to the event.

Event description:
The pharmacist at the clinic, reported the following event : "fracture of the total knee prosthesis when patient was at home. Pain further to the fracture and lateral dislocation of the patella. Revision to change the entire prosthesis for a fixed hinge prosthesis."